Event description:
The lead was explanted due to dislodgement. X-ray revealed that the lead tip was seen in the superior vena cava. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.